Event description:
During the procedure, an sv5 wire was used via the right internal jugular vein, and a piece of the wire broke and dislodged itself in a distal branch of the right pulmonary artery. Patient¿s vital signs remained stable during the procedure. The dr. (Doctor) attempted to remove the broken piece of wire multiple times with different snaring devices without success, at which point, the dr. Decided the risk of removal will risk harm to the patient in the location that it was in. There was no possibility of device moving elsewhere in the body.